Event description:
The lead was implanted on (B)(6) 2012 and capped on (B)(6) 2012 due to dislodgement. The procedure took place at (B)(6) center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).